Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 for cuff tear. Approximately 35 days after the first surgery. The surgeon explanted 1 humeral cup ø40+6. The surgeon implanted 1 humeral cup 40+9.